Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.  Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received for evaluation. Evaluation status: 1 event was confirmed during testing. 1 device was found to be affected by gear train damage. 1 device evaluation is in progress. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was shedding metal debris. 1 event had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by gear head damage.   Additional information  2 devices were labeled for single-use.  2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was shedding metal debris. 1 event had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.